Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The targeted lesion was 1.2 cm in size and was located in the peripheral right upper lobe. The patient underwent a thoracentesis for a large right malignant pleural effusion immediately prior to the ion procedure. Post-procedure imaging suggested an entrapped lung related to the tumor burden. The initial size was a small-to-moderate right hydropneumothorax and the size did not increase over time, but a 16 french small-bore pigtail chest tube was placed. The patient remained stable on room air for an overnight hospital stay and was discharged home the next morning. The diagnosis was adenocarcinoma. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.